Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system alarm and motor error alarm. Customer stated they were unable to clear alarm also unable to rewind the insulin pump. Customer stated that the drive support cap was normal. Customer stated they did not receive second series of beeps nor did numbers appear on the screen. Customer stated that insulin pump could be exposed to magnetic field during the travel. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion or very a33 alarm and prime/fill anomalies due to motor error alarm.